Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer woke up with high blood glucose. Customer's blood glucose was 437 mg/dl. During troubleshooting, device passed the displacement test. Customer was advised to reinsert the reservoir. Insulin exited with rewind. After troubleshooting, customer was advised to change the complete set. Customer will not be returning the reservoir for analysis.